Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. The insulin pump passed self-test and no unexpected error alarm noted. The insulin pump was received with unexpected error alarm after battery change due to broken solder joint of connector on interface board. The time/date has been erased after battery change due to unexpected restart anomaly. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump was communicated properly with one touch ultralink blood glucose meter. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received external ram error alarms, an unexpected restart alarms and an excessive no deliver alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that the excessive no delivery alarm was cleared after set change. The customer stated that the insulin pump will turn off after a no delivery alarm and the time and date will reset. The customer mentioned that there was a bent cannula. The customer stated that the alarms did not occur during rewind. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.